Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0zmce, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0zmce, implanted: (B)(6) 2015, product type: lead.

Event description:
A friend or family member of the patient reported muscle spasms. It was stated that the patient woke up at about 1am on the night prior to date notified with massive pain and spasms in the neck. The patient was currently at the clinic at the time of the call and the neck area was looked over/pressed against where the wire was, which caused more spasms and took the breath of the patient away. The healthcare provider (hcp) indicated that the patient looked like they were tazed and thought something was wrong with the wires, so they want to schedule an MRI. The patient's neck has been sore for several days prior to date notified and are noticing the neck getting more and more stiff with difficulty turning their head. They thought they maybe slept on it wrong but the spasms really started and got intense on the night prior to date notified, with the patient having a barky cough and doing "something weird" with someone wrong. The patient's ears have also been acting weird on the right side and running down with a pronounced headache which has also been getting more intense as the day has been going on. Valium was given to get the patient through the weekend. The patient's indication for implant is essential tremor and movement disorders.